Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image was lost. However, during flushing, water was observed to come out vigorously around 1-2 cm from the tip of the catheter. There may be a hole in the guide wire port. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Impedance test shows an electrical open distal waveform between 0-10 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image was lost. However, during flushing, water was observed to come out vigorously around 1-2 cm from the tip of the catheter. There may be a hole in the guide wire port. The procedure was completed with another of the same device. No patient complications were reported.